Event description:
New information notes the right ventricular lead was fractured due to a fall. The patient presented for follow up to the clinic post fall and it was discovered that the lead was fractured. The patient is doing well.

Event description:
It was reported that the right ventricular atrial lead exhibited a fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.